Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on (B) (6) 2009 alleging that his one touch ultralink meter was giving erratic meter readings. He provided blood glucose results of "240 and 118 mg/dl," which were obtained less than 10 minutes apart. She claimed she became nervous and developed numbness immediately after the reported issue occurred. The pt administered self-treatment with insulin (unk type/dose) and did not report any other forms of treatment. According to the troubleshooting performed with customer service, the reported results did not meet lifescan's precision criteria. The reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event. The pt's symptoms do not meet the criteria for a serious injury and the pt did not receive any form of medical intervention. However, this complaint is being reported because the reported results did not meet lifescan's precision criteria. Replacement products were still sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.